Manufacturer narrative:
Per the manufacturer's fsr, the roller pump was functioning properly until after a couple of minutes the local display began to show lines across the screen. The fsr has planned to return to the facility to complete the repairs to the screen.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the local display of the roller pump was malfunctioning. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr), replaced the display board, display cable and the keypad membrane. The unit operated to the manufacturer's specifications. The suspect parts were sent back to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the roller pump to function as it should throughout testing. He installed the display into a lab use only roller pump and there was no glitching or display outage throughout testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.